Event description:
This physician reported that a patient received sculptra (poly-l-lactic acid) injection on an unreported date for an unreported indication and developed subcutaneous papules. Lot number and expiration date were not provided. Additional information was requested. Addendum for follow-up dated 20-sep-2006, received by uspv on 21-sep-2006 from product technical complaint report for sculptra batch number unknown: batch record review (brr) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. As reported in the leaflet, this kind of events (papules, nodules, granuloma, lumps, bumps, edema, bruising, inflammation, swelling ect.) Represents the most common side effects with the use of sculptra. The duration and the treatment recommendations for this kind of event are not known from the leaflets. In any case, the investigation results show that this kind of event isn't batch related. Conclusion: related to product. Additional information received on 03-oct-2006: the physician returned to reply form and medwatch. This female patient was treated with one vial of sculptra to her nasolabial folds on an unspecified date, "2.5 years ago". The physician indicated on the medwatch indicating that the event "required intervention to prevent permanent impairment/damage". The physician excised some granules and crushed others; the crushed granules continue to grow. The event was considered ongoing. Lot number and expiration date, prescription number, and dispensing pharmacy information were reported as unknown. The physician reported that the event was definitely related to treatment with sculptra.